Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that it failed rotational speed and the rotations per minute (rpms) was below the manufacturing specifications. During repair, it was observed that the vanes were worn out causing the low rpm¿s. It was determined that the issue was related to worn out vanes which was due to normal wear over time. Therefore, the reported condition was confirmed. The assignable root cause of the failure was due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device failed rotational speed and the rotations per minute (rpms) were below specification. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.